Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and dyspnea. The right ventricular (rv) lead exhibited high thresholds. It was further reported that the right atrial (ra) lead exhibited undersensing and a position check failure. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.